Event description:
Manufacturer's sales representative reported the accutrend plus meter has signs of burning in the battery compartment. A request was made for the return of the meter, replacement sent.